Event description:
A zoll territory manager (tm) contacted zoll customer support to report the death of a (B)(6) female patient. Zoll customer support contacted the patient's daughter who reported that the patient was wearing the device when she stopped breathing. Per the patient's daughter, the device did not alarm. Ems was called and transported the patient to the hospital after attempts to stabilize her. The hospital reports that the electrode belt was cut off the patient when she arrived to the ER. Upon receipt of the electrode belt. All of the cables were pulled from the distribution node.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the cables connecting the rear therapy electrode (te) and the distribution node (dn), ECG-b and the dn, and ECG-c and the dn were pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cables and wires cannot be positively identified but is likely excessive force placed on the cables during resuscitation attempts by ems. Per the download data, the device was powered up on (B)(6) 2013 at 2:34 am and powered down at 4:26 am. There were no treatments, ECG recordings and no asystole/bradycardia flags recorded on the day of the death. There were also no flags indicating a malfunction. There is no evidence to suggest the device caused or contributed to the patient's death. The cause of the patient's death is unk.